Event description:
Additional information was received from a foreign healthcare provider via a company representative. On (B)(6) 2024, a new intrathecal baclofen (itb) pump implantation surgery was performed due to left hemiplegia of the cerebral infarction. The patient¿s spasticity improved after the surgery. The infection occurred only in the abdominal region, so there was no effect on the intrathecal space, so the physician also thought it was good that the entire area could be removed at an early stage. All systems, including the itb pump and catheter, were removed. The patient had required hospitalization or prolongation of hospitalization. The patient's spasticity returned to the original state, so the patient wished to have an itb pump placed again after the infection treatment has been completely completed. No particular problems were felt with the surgical procedure. The physician also understands the occurrence of infection in several percentages of implants.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg7849810 explanted: (B)(6) 2024. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (75 mcg/day and 50 mcg/day with concentration unknown) via implanted infusion pump indicated for quadriplegia due to cerebral hemorrhage. It was reported that the patient developed a wound infection in their abdominal region postoperative. The causal relationship to the drug was not related. The causal relationship to the pump, catheter, and programmer were no. The causal relationship to procedure was unknown. It was further reported that spasticity was controlled successfully. The dosage was gradually reduced and complete removal, including itb pump and catheter was performed. The device was placed, so a certain percentage of the wound infection could not be done. The operation was done carefully, but the physician could not completely grasp the situation until post-operative management. The patient felt the itb therapy was effective, so at the present stage, the patient wanted the pump to be repositioned. No fu rther information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.